Event description:
It was reported that an asymptomatic patient presented in-clinic for follow-up. Externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. Lead to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the lead was explanted and replaced.